Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d3, d6b, g1, g2, h6.

Event description:
Patient reported deflation. Later healthcare professional reported suspected deflation. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.